Manufacturer narrative:
The reported event of ¿could not retract the screw¿ was confirmed. The inner coil in the connector was found to be over torqued. Unable to perform helix mechanism test due to the condition of the helix as received. The cause of the reported event of ¿could not retract the screw¿ was isolated to the over torqued inner coil in the connector region and the bent/stretched/damaged helix. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that a scheduled rv lead revision due to high thresholds and over-sensing were observed. The position of the lead under fluoro appeared to be appropriate. The egm¿s from patient¿s clinic follow-up were reviewed and was agreed that they were in-appropriate and to move forward with lead re-position due to slightly questionable lead tip position. During procedure, the physician could not retract the screw on the existing rv lead. The entire lead was removed and replaced without difficulty. The patient condition was stable.